Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to hold the usb cable in position in order for the pump to charge successfully. The customer was unable to provide a specific blood glucose level but indicated that the customer "was fine". Reportedly, the customer continued to use the pump for insulin therapy.